Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received on 19nov2021, the patient has experienced vaginal mesh erosion, dyspareunia, hispareunia, recurrent stage 2 pelvic organ prolapse, defecatory dysfunction and required additional surgical and non-surgical interventions.

Manufacturer narrative:
No sample received.